Manufacturer narrative:
Co found one implant to be a 2027 and the other to be a 2028. No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was not completed because the lot number provided did not match the product.

Event description:
Dist reported that two implants failed.